Event description:
This device was explanted due to overall site pain. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated, and the memory content was analyzed. The battery status was found to be 60 percent. The analysis of the device data revealed an atrial lead impedance failure, detected on april 20, 2021 and april 24, 2021. Furthermore, the data showed an elevated right ventricular lead impedance of 1300 ohm. Besides that, no anomalies were found. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition, a sensing test was performed and the device sensed the attached heart signals free of noise. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.